Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Preparation of the sheath was performed in accordance with the instructions for use (IFU), and the dilator was inserted in a straight orientation through the center of the valve. During the procedure, prior to ablation and following placement of the sheath in the left atrium, the dilator and guidewire were removed, and the valve was observed to be damaged, as blood was noted flowing out of the valve. The sheath was replaced, and the procedure was successfully completed with another faradrive steerable sheath. No patient complications occurred.